Event description:
It was reported that during implantation of this cardiac resynchronization therapy defibrillator (crt-d) system, for this dependent patient, the left ventricular (lv) lead was connected to the device prior to the right ventricular (rv) lead. During this time, marker annotations indicated ventricular pacing (vp); however, no pacing output was delivered and there was no capture. Boston scientific (bsc) technical services was contacted for clarification. It was explained that apparent pacing markers without effective output can occur when the rv lead is not yet connected or fully operational. The rv lead was interfaced to the device and pacing ensued. The system was successfully implanted and remains in service. No adverse patient effects were reported.